Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
It was reported that the ventilator had a battery issue with an error indicating an auxiliary alarm supply failure. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the power management (pm) board to address the reported issue and the unit passed all testing.